Event description:
It was reported that the valve would not let the fluid flow at a constant rate and that there seemed to be some type of blockage detected during pre-implant testing.

Manufacturer narrative:
The valve was patent and passed siphon, reflux and leakage testing. It was within specification for pressure flow and preimplanation testing. The valve had no signs of damage or occlusion. The reported event could not be duplicated in the lab. A review of the manufacturing records showed no anomalies. All of our products are 100% tested at the time of manufacture.